Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, additional code added to h6 component code, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: calcification was visible in patient's access vessel including concentric calcium in the bifurcation/abdominal aorta. Image of sheath with dilator inserted through the tip; distal tip appears to be circumferentially torn. The device lot passed the product verification testing during the manufacturing process. Manufacturing mitigations and controls relevant to the event (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) support that it is unlikely that a non-conformance contributed to the reported event. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned events for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar events. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn distal tip of the sheath was confirmed through evaluation of the provided imagery. The failure mode is characteristic of sheath tip tear events as described in a previous investigation by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip, leading to a tear. Additionally, it was observed that the patient had calcification in the bifurcation area/abdominal aorta. This aligns with the event description of resistance being noted in "the proximal portion of the aorta," which could be the result of constricted distal sheath shaft due to heavy calcification. Calcification could also contribute to non-coaxial advancement angle, causing the valve struts to catch on the sheath tip and leading to increased resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with improper expansion of the sheath tip and subsequent tearing of the tip. To address the issue, a corrective action preventative action was initiated to drive process improvement activities regarding tip expansion.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from brazil by our edwards lifesciences affiliate, a 14fr esheath distal tip was torn during a transcatheter aortic valve replacement procedure with a 20mm sapien 3 valve. There were difficulties experienced when advancing the valve and delivery system into the sheath in the proximal portion of the aorta. However, the valve was able to be successfully implanted. No withdrawal difficulty of the devices was experienced. Upon device removal, it was observed that the distal tip of the esheath was damaged. Per images provided, the esheath distal tip was torn. The patient was stable post-procedure and there was no patient injury.